Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein one of the leads was explanted and replaced. Postoperatively, the issue has resolved. Note: as it is unknown which lead was explanted, both leads are being reported.

Event description:
Related manufacturer reference number: 3006705815-2021-05970. It was reported the patient is having uncomfortable stimulation. The system is currently off and the patient wants the system explanted due to other medical problems and necessary imaging. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.